Event description:
Amvex oxygen 50-psig adapter was working while connected to oxygen source on power-column. It did not function to allow oxygen supply to ventilator when unplugged from wall-oxygen and plugged into oxygen "quick-connect" adapter on portable oxygen tank prior to patient transport on the ventilator. The adapter was loose and would not engage enough to provide oxygen to the patient, causing patient's oxygen saturation to drop. No harm to patient.======================manufacturer response for oxygen adapter, chemetron-style adapter (per site reporter)======================no response yet.